Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had a safety shield fail. The following information was provided by the initial reporter: "it is reported safety shield fell off during use. Verbiage received, "safety device on the needle fell off prior to attempting to close the needle."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had a safety shield fail. The following information was provided by the initial reporter: "it is reported safety shield fell off during use. Verbiage received, - "safety device on the needle fell off prior to attempting to close the needle."